Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the data was planned on the planning station and imported to the navigation system via a usb, but the model and the plan disappeared. Importing was attempted using nethog, but the issue persisted and the planning disappeared. The process was proceeded only on mr and an attempt was made to only finish the registration, but an error was displayed and the system was restarted. After that, an attempt was made to advance the process following stealth merge but failed with the display of a warning. An attempt was made again after the images which were not used in the procedure and were deleted. Stealth merge (4 series) could be performed as usual and the process was proceeded to navigation. After the procedure, importing was attempted using nethog following deleting the reported patient's data, but a warning was displayed, and the process could not be proceeded without releasing stealth merge. Another patient's data could be imported normally (there was no issue with the plan, the model and stealth merge). The manufacturer representative stated that the hard drive usage was about 300gb, and the site deleted all patient exams and the issue appeared to persist. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.